Manufacturer narrative:
In response to FDA report number: mw5106415, mw5097473, mw5091730. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown and deflation.

Event description:
A patient reported via a regulatory agency that they were ¿assured they were 100% safe and would out last my lifetime. Nobody told me they sprayed it with polyurethane¿, ¿nobody would help when one ruptured¿, ¿had cervix cancer¿, ¿my child who was born less then 2 yrs after my implants has a deformed spine and tumor in the brain¿, ¿a diagnosis multiple myeloma¿, ¿had tumors, 'noduals' suffer illness to the point of near death¿ and ¿severe capsule contracture pulling on my heart. Which still today 2 yrs later is severely painful and frightening¿. Device has been explanted. This is for a left side record. The following events are not device related: pregnancy related complications - ndr, cancer - ndr, lump/nodule - ndr, autoimmune/connective tissue disorders - ndr.